Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported during initial use of the device the ac power does not work. There was no reported patient involvement.